Event description:
It was reported that during a laparoscopic gastric bypass, the tip of the ancillary trocar broke off intra-abdominally. The tip and the ancillary trocar were retrieved. Case was completed with the same device. There was no adverse consequence to the pt. Additional info received: the ancillary trocar was scraped down with a scratch pad due to the sharpness of the point. This decreases the possibility of the tip of ancillary trocar from poking the liver and creating bleeding.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged. The device was received with the breakaway washer present, uncut and the device was fully loaded with staples, indicating that the device had not being fired. A new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional info. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged ancillary trocar.